Event description:
It was reported that a fracture was found in the hub of the needle. There were no reported patient complications as a result of this occurrence.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.